Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient's recharger took a long time to connect to the ins. The patient tried charging the previous night and eventually got the device charged. A manufacturer's representative (rep) offered to meet with the patient to reset the recharger, but the patient reported feeling too sick to meet. The patient verified that the ins was charged and planned to call later when she was feeling better. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger screen was blank. The patient had stated the desktop charger status light was illuminated, and other outlets had not resolved the issue. The manufacturer's representative (rep) did not confirm the connector pin status. It was reviewed that the patient should call in with equipment. Additional information received from the patient stated that the recharger was not working and the connector pin was broken. Patient was issued a new desktop charger. Additional information received stated that the new desktop charger did not resolve the issue, and the recharger was still blank. The patient confirmed the old connector was not stuck in the recharger. The patient stated that since the recharger was not working she was unable to charge the ins so the ins ran out of power and shut off, and the patient was in pain due to therapy being off. Patient was issued a new recharger. Additional information received stated that the patient received the new recharger and was able to turn stimulation on, and reported that the stim helped her back and legs but also caused nausea. The rep suggested reducing stimulation intensity. The patient was planning to see a gastroenterologist and a vascular specialist. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement of the recharger resolved the issue of the recharger not working and pain, and the patient reported taking pepsid complete to manage the nausea which was reported to not be resolved. There were no reported complications and no further complications were expected.